Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 1994. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2004 due to patient allegations of loosening, migration, pain, limping, tissue reaction, bone/tissue damage and personal injury. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 1994. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2004 due to patient allegations of loosening, migration, pain, limping, tissue reaction, bone/tissue damage and personal injury. Additional information provided in patient medical records indicate patient had an additional left hip revision procedure in 1997. Additional information provided in patient medical records indicate that the left hip revision procedure performed on (B)(6) 2004 was due to cavitary defects and a stable acetabular liner with broken locking mechanism. Further information provided in patient medical records indicate that the left hip revision noted clear, yellow fluid, fibrinous material, and a fracture of the acetabular polyethylene surface. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report noted patient underwent a left hip procedure on (B)(6)1994 where a biomet head and stem and a competitor's acetabular system were implanted. Operative report noted a revision took place in 1997 and on (B)(6) 2004. The (B)(6) 2004 revision was due to a broken competitor's component. Operative report noted the presence of thickened capsule, clear fluid and fibrinous material. The biomet modular head was removed and replaced along with competitor's components.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Revisions: (B)(6) 1994. 1997 (date unknown). (B)(6) 2004.

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 1994. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2004 due to patient allegations of loosening, migration, pain, limping, tissue reaction, bone/tissue damage and personal injury. Additional information provided in patient medical records indicate patient had an additional left hip revision procedure in 1997. Additional information provided in patient medical records indicate that the left hip revision procedure performed on (B)(6) 2004 was due to cavilary defects and a stable acetabular liner with broken locking mechanism. Further information provided in patient medical records indicate that the left hip revision noted clear yellow fluid, fibrinous material, and a fracture of the acetabular polyethylene surface. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown, PMA/510(k) number, manufacture date ¿ unknown. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.